Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The complainant reported a 79-year-old female patient with pre-operation placement was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient¿s access site started bleeding. Medical staff administered two units of red blood cells to the patient. The pump was explanted after six days, and the patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient movement, the cause of the bleeding was due to the patient's movement as per the clinical description provided. B5 updated with additional information the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12238: b2 outcomes attributed to adverse event inadvertently left blank. F6/f8-should have been left blank. G1 reporting contact fax number missing. G2 report source: foreign was inadvertently not selected.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.